Event description:
A report was received that the patient had an infection due to impaired healing of a wound near one of the incision sites from a non device related procedure. The physician suspected that the infected had spread to the entire system.

Event description:
A report was received that the patient had an infection due to impaired healing of a wound near one of the incision sites from a non device related procedure. The physician suspected that the infected had spread to the entire system.

Manufacturer narrative:
The explanted devices were not returned to bsn.